Event description:
Reporter's back-to-back comparison tests resulted in blood glucose readings of 54, 84 and 134 mg/dl respectively. Reporter performed control solution test resulting in a reading of 130 (89-134) mg/dl. Reporter had not cleaned meter. Reporter was not experiencing any symptoms.